Event description:
It was reported that the foley catheter balloon would not inflate during use. Staff reported a hole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon would not inflate during use. Staff reported a hole in the balloon. Per additional information received via email on 18sep2025, it was reported that the ICU at (B)(6) was reporting leaking foley catheters bag at the sampling port and where the seam was attached to the urometer. We are seeing a failure trend at this location. Per follow up information received via email on 26sep2025, no patient harm was reported. Per the rn ¿when I inserted the foley cath to the patient, I found the cath has a hole and I couldn't inflate the balloon with water".